Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the endo retractor would not come back together at end of case. A piece had broken and was jamming it. The broken piece was removed and the pad collapsed and it was removed from pt without any harm or injury to the pt. Retractor used during robotic-assisted laparoscopic total hysterectomy with bilateral salpingo-oophorectomy.

Event description:
Additional information provided by the account: as far as retrieval of the device, the event states the broken piece was jamming the retractor, the broken piece was removed, the pad collapsed and retractor was removed from patient without any harm. This was a robotic surgery.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The tube assay or introducer was observed bent at the tip area. The bands were observed bent or deformed. No additional anomaly was observed on the instrument. The instrument was functionally tested and the paddle open and close as per intended design. Unit was verified in details and no missing part was found. The unit was assembled with all its components. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Engineering determined that replication of the reported condition may occur as a result of the device being subjected to excessive force. The tube assembly or introducer and the blue bag were broken during usage. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.